Event description:
It was reported that the patient's device did not detect a thirty beat run of ventricular tachycardia (vt) and had ventricular undersensing. Follow up indicated that there actually was no undersensing issue, that the device picked up artifact from shivering. The patient's core temperature was 86.3 degrees. The patient was admitted to the hospital due to medical conditions unrelated to the device, leads or heart. The device is still in use. No patient complications have been reported as a result of this event.